Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. Calibration data showed "cal.e" and "std.e" alarms. The field service representative found buildup around the edges of the ise (ion selective electrode) dilution cup. He removed and cleaned the ise dilution cup, flushed the ise sample probe, and performed reagent primes. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 150 mmol/l. The repeated result was 149 mmol/l. The sample was repeated on another module, and the result was 140 mmol/l. This result was believed to be correct. The sample was repeated because qc failed.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.